Manufacturer narrative:
Concomitant medical products: non-bd connector, therapy date (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of bumex was noted to be leaking between a non-bd connector and the tubing. There was no patient harm.